Event description:
On (B)(6) 2013, (B)(6) identified that after priming the circuit, the display of the cardiohelp appeared the alarm message: "sensore temperatura arteriosa difettoso" (lot number 70065137). (B)(4).

Manufacturer narrative:
(B)(4). The sensor was tested and worked inside specification. Therefore a test of the other components was done. Also all other components worked inside specification. (B)(4).